Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the nozzle unit solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the user¿s manual and service manual for servo-I, preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. As stated by the field service engineer, the preventive maintenance kit was never replaced. The reason for not replacing the pm kit, according to the manufacturer¿s specification, is unknown. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of the issue has not been established. The correction of fields d1 brand name and d4 version or model # was required. This is based on the internal evaluation. Previous brand name: servo-I. Corrected brand name: servo-I base unit. Previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).